Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and expired. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient became disconnected from a ventilator and expired. The device was returned to a third party service center for evaluation. The device passed all testing and was found to operate and alarm as designed.